Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain, and spinal pain. It was reported that the patient stated they had to replace her ins because it depleted early on. The patient did not have other information on this except the new one is working great now.